Event description:
The physician was placing an endovascular stent graft into a patient with a 10x50 wallstent placed about 5 years ago in the left common iliac. The physician dilated the left common iliac with a coons dilator prior to advancement of the main body delivery system. He deployed the top two stents and the contralateral leg of the stent graft, but the stent graft looked constrained above the contralateral leg. The wallstent had migrated up during advancement of the delivery system. Attempts to cannulate the contralateral leg were not successful. The physician decided to release the top cap, but was unable to advance the grey positioner, tried pulling down the top cap, but it was pulling down the graft. Doctor made a decision to remove the hub from the inner cannual and pulled the grey positioner out. He then advanced a balloon over a wire and balloned the wallstent to increase its size. He then advanced the grey positioner back up and was able to capture the top cap for retrieval. The iliac limb was placed on the left side and an occluder was placed in the right iliac. The physician placed a palmaz stent in the graft to keep the graft material constrained. A fem-fem bypass was then completed on the pt.

Manufacturer narrative:
Evaluation: inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration, or inadvertent occlusion of the renal or internal iliac arteries. Renal patency must be maintained to prevent/ reduce the risk of renal failure and subsequent complication. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the pt's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the pt's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. An evaluation of this event found that it was caused due to the inaccurate size of the arteries that were encountered due to the adverse pt anatomy.